Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed this report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a ventricular perforation. Patient had chest pain first. Chest x ray was done and the rv lead was visible outside of the cardiac silhouette. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a ventricular perforation. Patient had chest pain first. Chest x ray was done and the rv lead was visible outside of the cardiac silhouette. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported. The complaint device has been returned by the customer; no product analysis could be performed.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Continuity testing found the lead was electrically continuous. The perforation allegation was not confirmed by lab analysis. The chest pain was not confirmed by lab analysis but it is reasonable to assume perforation would cause chest pain.